Event description:
It is alleged that a (B)(6) male patient received coolsculpting treatment on lower and upper abdomen with the coolmax (8.0) applicator on (B)(6) 2012. One week later, on (B)(6) 2012, he was treated with a coolcore (6.3) applicator on the right and left flanks. On (B)(6) 2012, he received treatment on the right and left upper posterior thighs with a coolcore (6.3) applicator. All the treatments proceeded uneventfully, with no post-treatment complications or patient complaints. During a follow up visit on (B)(6) 2012, patient complained of firm induration in the treated sites on the abdomen. The examination showed symmetrical and uniform firmness minimally compressible with finger pressure, with no pain or tenderness on pressure. The treatment sites on the flanks and posterior thighs have remained free of induration. Patient subsequently went to see a plastic surgeon regarding this condition and informed the treating physician that cat scan and MRI tests showed a contiguous mass that were scheduled for surgical removal.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office, the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment. On (B)(6) 2012, zeltiq was informed by the treating physician's office that a surgical procedure was deemed necessary to correct the condition. On (B)(6) 2012, the physician confirmed that the surgery was scheduled for early november making this a reportable event. A follow-up report will be made to the agency if and when new information is received about this case.